Event description:
It was reported that a critical pump alarm was heard, the patient was experiencing symptoms of under dose, and the pump was replaced. The patient reported to the healthcare provider on (B)(6) 2012 that they were feeling as if they were not getting the same pain relief as before. The patient reported they were feeling the decrease in therapeutic effect for "about a week", however could not pin point exactly when the change occurred. Reporter stated that the patient was experiencing somnolence also. The patient stated he "slept for 3 days, could hardly eat or drink anything". The patient was hospitalized on (B)(6) 2012 for severe dehydration. The patient had a couple of hospital stays over the last few months, as he was recently diagnosed with diabetes. So it was questioned whether the recent diagnosis was a contributing factor to the reported event, or if there was a pump issue. The critical alarm had started approximately 3-4 days prior to (B)(6) 2012. It was then later reported on (B)(6) 2012 that the pump had been interrogated and then replaced on (B)(6) 2012. The pump logs showed a motor stall had occurred on (B)(6) 2012 for an unknown reason. The patient's status as of 07/13/2012 was listed as recovered without sequela. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later clarified with a health care provider that the patient's chart showed no evidence that any pump or catheter studies were done. It was further discussed with the physician that in (B)(6), the estimated replacement indicator (eri) read 19 months. However, in (B)(6), the patient had symptoms of withdrawal. As the patient was symptomatic and the pump was to be replaced soon, the physician elected to replace the pump and catheter rather than determining what was causing the withdrawal symptoms. The catheter was disposed and there were no further details regarding the catheter at the explant.

Manufacturer narrative:
Product ID 8709, lot# j11341r68, implanted: 2002 (B)(6), product type catheter. (B)(4). Final analysis of the pump found pump/motor gear train anomaly/corrosion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information further reported that it was unknown to what had caused the pump to malfunction. It was further indicated that there was a catheter dye study and the catheter was revised on (B)(6)-2012. As of (B)(4)-2012, the estimated replacement indicator (eri) was 19 months. As previously reported, the outcome of the patient was noted as recovered without sequelae and no injury. The drug delivered via pump was morphine sulfate.